Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified; the weight the device within specification, deformation, crease fold and device appearance (device looks with bluish/greenish coloration). After autoclave cycle were observed: bubbles and cloudy color in the gel. Based on the device analysis the final assessment is: device looks with bluish/greenish coloration however do not taken as a workmanship because they were not received in their original packaging.

Event description:
Healthcare professional reported a right side ¿seroma-late¿, ¿mastitis¿, ¿capsular contracture baker iii¿, and ¿breast prosthesis with bluish/greenish coloration". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Capsular contracture: patients should be advised that capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time capsular contracture occurs more commonly in revision patients than in primary augmentation or reconstruction patients. Capsular contracture is also a risk factor for implant rupture, and it is one of the most common reasons for reoperation. Additional complications: after breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/ chest wall deformity.

Event description:
Healthcare professional reported a right side ¿seroma-late¿, ¿mastitis¿, ¿capsular contracture baker iii¿, and ¿breast prosthesis with bluish/greenish coloration." Device has been explanted.